Event description:
The customer stated they have observed differences in potassium results between serum and plasma samples tested on the architect c8000. A patient's serum sample generated a potassium result of 6.7 mmol/l but the plasma sample was within normal range with a value of 4.1 mmol/l. The customer is reporting the plasma values when discrepancies occur. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Date corrected from (B)(6) 2009 to (B)(6) 2009. Other text : an investigation is in process.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) - erratic potassium results. To investigate the issue, the complaint text, the becton dickinson customer letter, the instrument history, and architect system labeling were reviewed. Becton dickinson (bd) released a customer letter on july 18, 2008 informing customers it has confirmed its bd vacutainer blood collection tubes contained small amounts of the heparin contaminant oversulfated chondroitin sulfate (oscs). Based on the limited information provided, it could not be determined if the tubes utilized matched the numbers provided by becton dickinson for the plasma tubes tested at the customer's facility. The review showed the architect system operations manual does address erratic results including probable causes and corrective actions and instructions on component replacement. In the clinical chemistry integrated chip technology sodium, potassium, chloride (ict na , k , cl-) reagent package insert, literature is provided in describing suitable specimens, results, and limitations of the procedure. Additionally, the review of the instrument history showed no additional complaints have been received involving erratic results. The investigation was unable to identify the cause of the issue experienced at the customer's facility. The most probable causes of the elevated potassium serum results are the preanalytical factors and collection tubes. Preanalytical causes of falsely elevated potassium include tight tourniquet, excessive fist clenching, delay in centrifugation with resultant release of potassium from cellular elements, release of potassium into serum during the clotting process from platelets during thrombocytosis or leukocytes during leukocytosis, and contamination from edta tubes that were collected before the routine chemistry tube. If serum or plasma is used, hemolysis, which also causes hyperkalemia, could occur in the collection tube. (B)(6) strongly discourages the recentrifugation of gel-barrier tubes, particularly 12 or more hours after blood collection. Based on the available information, no product deficiency was determined. The system and/or ict module do not appear to be the cause because the instrument was running within specifications. The most probable causes of the elevated potassium serum results are the preanalytical factors and collection tubes. This is the final report.